Manufacturer narrative:
A steris service technician arrived on-site, inspected the unit, and identified the amsco 5052 washer required repairs. The repairs are scheduled to be completed on or before february 3rd, 2017. A follow up MDR will be submitted once the repairs are completed.

Event description:
The user facility reported their amsco 5052 washer was leaking water. No injury, procedure delay, or cancellation was reported.

Manufacturer narrative:
A steris service technician arrived on-site and repaired a small hole on the side of the washer which was causing the reported leak. The technician tested the unit, confirmed it to be operating according to specification, and the unit was returned to service. No additional issues have been reported with the unit.